Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device failed a test step during testing. The device evaluation has not yet been completed by the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a device failed a test step during testing at a third party service center and the evaluation was ongoing. The device was returned to the manufacturer for evaluation and no failed test steps were observed. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's interface board and oxygen blending module board were replaced to address the issues.